Manufacturer narrative:
Correction: g5.

Event description:
It was reported that the patient underwent a revision procedure due to a migrated cuff distally along the bulbous urethra following an event riding a 'quad (motorbike)' and was incontinent again with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to a migrated cuff distally along the bulbous urethra following an event riding a 'quad (motorbike)' and was incontinent again with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted.